Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr), large left atrium & flail pml for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was advanced within the patient, during positioning the septum collapsed onto the application of the m-button. The system then landed in the ventricle, and the gripper became entangled in the anterior leaflet. Troubleshooting was preformed successfully and the clip was freed without any damage. The clip was then successfully placed and implanted, then the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and no functional analysis was performed to investigate the reported adverse event without identified device or use problem. Additionally, it was observed that the sgc guide attach housing was deformed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the observed deformed sgc guide attach housing and reported tissue injury were unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.